Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional has reported right side deflation. Device has been explanted.

Event description:
Healthcare professional has reported, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on radius side assessed, as fold flaw opening. Additional observations: creases were observed, wear abrasion observed. White particles observed, inner the surface of the shell. Black particles in the fill channel. Broken observed, on plug strap assessed, as unidentified (tear) opening. No further actions are required, as the device was implanted.

Event description:
Healthcare professional has reported, right side deflation. Device has been explanted.